Event description:
It was reported that the bed drifts, the power cord was missing the ground prong and that the communication cord was ripped off the head end of the bed.

Manufacturer narrative:
(Result): lift motor, comm cord and power cord (ground prong).